Event description:
The user reported they identified a foreign object inside the hub of the stopcock in the kit prior to use on the pt. The device was exchanged and procedure completed. No harm or injury was reported.

Manufacturer narrative:
One device was returned for eval. The user did not provide a lot number. The device history record and complaint database could not be reviewed for lot specific history. The returned device was visually examined and the complaint was confirmed. There is particulate larger than the acceptance criteria. The root cause is attributed to the manufacturing process.